Event description:
N/a.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not run on batteries. The customer stated the iabp had been standing unused for 10 years after installation. The customer wants to start working on the device. The device does not run on batteries. After visiting the customer and checking the device, the customer asked to replace the batteries and perform preventive maintenance. It is unknown the circumstances under which the event occurred. Fse have not any information about this further. No patient involvement and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not run on batteries. The customer stated the iabp had been standing unused for 10 years after installation. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.